Event description:
It was reported that the insertable cardiac monitor (icm) exhibited ventricular undersensing. Programming changes were made on the device by adjusting the sensitivity. The patient was in stable condition.